Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the neurostimulator (ins) was not functioning per patient. Could not troubleshoot due to lack of access to product. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it had not worked since (B)(6) 2017. It was reported that the patient had been back and forth at the doctors and they could not get to their lower back. Patient reported the manufacturer's representative (rep) tried to adjust it but it was not helping. Issue was reported to be not resolved.